Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that she underwent a gynecological procedure in 2005 and mesh was implanted. The patient experienced vaginal wall erosion in several places into the vaginal vault. The patient also experienced adhesion to the bowel wall and unspecified damage to the organs and nerves. The issues began in 2015 and the mesh was removed in 2016. The patient reports that she is still experiencing problems. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.